Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a non-healthcare professional. This case involves a female patient of unknown age had infection in knee while receiving treatment with synvisc one. The patient received treatment before with synvisc one (upto 5 times) with no previous problems. No medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2014 (three weeks ago), the patient commenced treatment with synvisc one injection (dose, route, frequency, batch/lot number, expiration date: not provided) into an unspecified knee for osteoarthritis of the knee. On unknown date, the patient experienced an infection in the knee. Laboratory tests confirmed that the infection was not bacterial. Corrective treatment: not reported. Outcome: unk. Seriousness criteria: important medical event (ime). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4).